Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, after the flexima rx biliary stent was successfully deployed in the common bile duct, the clear internal guide catheter broke off in the stent. The catheter was retrieved using rat tooth forceps, and the procedure was completed with this device. There were no patient complications reported as a result of this procedure, and the patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
Reported event of guide catheter broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.